Manufacturer narrative:
(B)(4). Foreign report source: australia. Adverse event problem: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture located distal to the tip of the left total hip arthroplasty intramedullary nail with mild angulation and separation between the proximal metallic sideplate and lateral cortex of the proximal femur. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately 16 years and two months post implantation due to a periprosthetic fracture around the cpt tm mod cup and dead bone. Patient was revised to a femoral replacement with a trilogy constrained liner. There is no additional information available at the time of this report.